Event description:
It was reported that t:slim x2 pump battery did not charge, and battery level continued to drop even while connected to charger, eventually leading to pump shutdown after a shutdown alarm. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of original tandem charging cable, wall adapter, and working outlet, and issue resolved after changing wall outlet while keeping original charging supplies, after which pump showed full charge; technical support advised that insulin on board and maximum hourly bolus reset to zero and cgm sessions must be manually restarted after shutdown, and later provided education on battery behavior and best practices, with customer instructed to monitor system and call back if issue persisted.